Manufacturer narrative:
The device was returned and the evaluation found the customer's allegation could not be reproduced and no other malfunctions were found. Should additional relevant information become available, a supplemental report will be submitted. Full establishment name: (B)(6).

Event description:
It was reported, the high flow insufflation unit lost power and an alarm sound was emitted. The issue occurred during preparation for use in an unspecified procedure. There was no reported delay to the procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was determined that an error of the pressure sensor on the main printed circuit board (pcb) was detected, and the led (other than the power supply) was turned off while the alarm sounded. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.